Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor also, received with bleeding lcd glass. No motor error alarm noted during testing and the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind and basic occlusion tests. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked battery tube threads and missing the end cap sticker.